Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during surgery, a residue was leaking from the hub. It was also reported there were no delays, no adverse consequences and no medical intervention as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Upon further investigation, it was determined that this event is not reportable.

Event description:
No new information.